Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. See attached user facility medwatch (B)(4).

Event description:
It was reported that during a hand-assisted laparoscopic subtotal colectomy procedure on the first firing the device locked up and would not open or articulate (straighten). It is unknown how the device was eventually opened. The device and trocar had to be removed at the same time. Procedure was completed with an alternate like device with no patient consequences reported. There is no additional information.

Manufacturer narrative:
(B)(4). Batch # p57w4u. Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and with one gst60w cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. Event could not be confirmed as the articulation feature worked as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.